Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024 around 3:00am, the patient¿s cgm was reading 206 mg/dl, and the bg meter reading was 143 mg/dl. The patient was wearing a tandem insulin pump and the pump administered 4.5 units of insulin to the patient based on the cgm reading of 206 mg/dl. Around 5:30 am, the patient was woken by her cgm alerting her. The cgm was reading 143 mg/dl while the bg meter was reading 48 mg/dl. The insulin pump administered 2.5 units of insulin based on the cgm reading of 143 mg/dl. The patient called emergency medical services around 6:00am. Once ems arrived, the patient bg meter reading was 51 mg/dl. The patient was feeling hot and shaky. Ems treated the patient with unspecified oral glucose. The patient also ate 12 crackers, a cookie, and an oatmeal chocolate bar on the way to the emergency room. At the ER, the patient¿s bg meter reading was 89 mg/dl. No medication or treatment was provided to the patient in the ER since her bg was within normal range after the food she consumed. The patient was discharged home after approximately 2 hours. At discharge her cgm was reading 220 mg/dl. No bg meter comparison was reported at this time. Once the patient arrived at home, the cgm was reading 350 mg/dl, and the bg meter was reading 285 mg/dl. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.